Event description:
It was reported that during a da vinci si oophorectomy procedure the vessel sealer instrument would not fire. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument successfully passed a cautery test. A wet paper towel was placed in between the instrument grips and smoke vapors were witnessed leaving a damp towel after energy was activated by stepping on the surgeon side console (ssc) pedal. No other damage found. Remote fe data showed no errors related to cautery usage. Upon visual inspection, failure analysis showed the knife blade was exposed out of the blade garage which would cause to the blade not to fire. The blade was not damaged and minimal bio debris was found along the blade tract. For additional testing, the instrument was placed on system. Instrument homing failed but before a second attempt was made the knife blade was aligned with the blade track leading to the instrument passing a self-check test(homing). Remote fe data confirmed the failure, showing 5 incomplete cuts, one blade jam, and one failed homing. On (B)(4) 2013, isi contacted the initial reporter for clarification on the vessel sealer not firing. The initial reporter confirmed the vessel sealer instrument was not sealing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.